Event description:
A malfunction on the pump was reported by the caller. The caller did not experience an adverse impact on their blood glucose level. Technical support assisted the caller with resetting the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappeared, which the caller understood and acknowledged.